Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced high power and high flows. The patient's controller was exchanged in a attempt to resolve the issue. The vad coordinator noted the rpm's were not returning to the set speed. The rpms stayed around 9580-9590. Log file analysis confirmed the controller exchange on (B)(6) 2020 and noted a low voltage event due to the patient changing from mpu to battery power. No further information was reported.

Manufacturer narrative:
An incorrect manufacturer's investigation conclusion was included in the prior report. Corrected manufacturer's investigation conclusion: the heartmate ii system controller (serial #: (B)(6) was returned for evaluation with the reported event of elevated pump powers and flows. A log file was downloaded for review and a log file was submitted for analysis as well. The log files spanned approximately 34 days (B)(6) 2020 per timestamp). Throughout the log file are multiple pi events and pump power elevations. There were no other notable events in the log file. The heartmate ii system controller was functionally tested and passed all stages of testing. The reported event of power elevations and elevated flows cannot be correlated to an issue with the controller and reported event was not reproduced. The system controller was able to support pump function for an extended period without interruption. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 26jul2017. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller causing speed changes in the pump was not confirmed. The heartmate ii system controller (serial #: (B)(6) was returned for analysis, a log file was downloaded for review, and a log file was submitted for analysis as well. The log files spanned approximately 12 days (B)(6) 2017, (B)(6) 2020 per timestamp). Throughout the log file, it was observed that the pump was able to maintain the set speed of 9600 rpm, and occasionally, the pump speed would drop 10-200 rpm below the set speed due to pi events but was able to reach the set speed again. The speed of the pump is within a 100 rpm range of the set speed when a pi event is not active. There were no other notable events. The log files did not contain any notable events related to the function of the system controller. Pump operation was not affected. The heartmate ii system controller was functionally tested and passed all stages of testing. The system controller was able to support pump function for an extended period without interruption. The root cause of the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ provides instructions on how to properly switch between power sources. Heartmate ii instructions for use section 4 entitled ¿system monitor¿ states that if the system detects a pi event the pump speed automatically drops to the low speed limit and ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.